Event description:
Customer reports that during routine daily testing, it was found the defibrilator was intermittent during power cycling. No reported pt involvement. Svc rep duplicated reported condition. Device repaired and proper operation confirmed.